Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date setting was incorrect; cause was not known. Customer's blood glucose was 144 mg/dl. Tandem technical support assisted customer with correcting date.